Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, product description: console nim4cm01 nim 4.0, serial number: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, the nim console was showing false positive signals, first it was on nerve, then it was random tissue. Waveform clearly not nerve but signal is misleading. Stim was 2.5 on vagus nerve and procedure was completed with the exchanged device. There was no patient impact.

Manufacturer narrative:
B5: additional information received. H6: code updated, fdc d1102 is now applicable and previously submitted code fdc d16 is no longer applicable for both main component of the system and relevant device(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the nerve was present, but the device was not stimulating. The nim 3.0 device was wheeled in and used instead of nim vital.